Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that a customer replaced a portex® bivona® uncuffed pediatric tracheostomy tube with a new one. Two weeks later, a crack was found in the flange. No patient injury.

Manufacturer narrative:
One portex® bivona® uncuffed pediatric tracheostomy tube was received for analysis. Visual inspection was performed at a distance of 12" to 24" under normal conditions of illumination. It was observed that the neck flange has a split. The manufacturing and quality inspection processes were reviewed and considered adequate and correct for testing and inspection activities. An attempt to produce the failure by making a small cut in a neck flange eyelet with a blade was performed in two pieces. It was possible to reproduce the failure. After review of the different verifications that are performed during the manufacturing process to detect damaged components, the most probable root cause is that damage occurred after the product left the smiths healthcare facility.